Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer stated there was a hole in the extension that caused a leak. The catheter was exchanged with a new one.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.